Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).

Event description:
It was reported the pump was ¿not working right now¿ and as a result the patient was ¿having trouble¿. The issues reportedly started ¿about a year¿ after implant. It was stated, ¿but what I want is I want this pump to work right because when it works it¿s the best thing I¿ve had. When it don¿t then I¿m mainly in bed and I¿m taking pain pills, muscle relaxers, constipation and its crazy¿. The reporter was unaware if the pump logs had been checked or if any errors had been noted. It was reported the patient¿s health care provider (hcp) did ¿some kind¿ of dye rotor test ¿probably a year¿ after implant. It was stated, ¿they never told me, I got so frustrated with him I said look just do whatever you gotta do¿. It was stated, ¿you¿re sick to your stomach you¿re hurting so bad. I try to manage my life because of my back and the pain level¿. The patient had reportedly been experiencing symptoms for the last two months and it was stated, ¿I laid in bed and I don¿t want to go back to that and I¿ve been back to that pretty much for the last two months. I know it¿s a combination in getting it all right but I know it can be done¿. It was reported the other day the patient had stated he ¿didn¿t want to live like this. This is absolutely too much¿. The patient¿s health care provider was then called in and the patient had told the hcp what his pain level was and the hcp said ¿do you think your back¿s got worse over time? Well yeah I do of course. I mean, it¿s not going to get better¿. The patient asked the hcp to increase the medication and the hcp reportedly said no. The patient then ran down the hcp¿s assistant who gave him some medication. It was reported then the patient¿s managing pump hcp then saw him and ¿doubled¿ him up on pain medication. Becoming dependent on pain medication was mentioned and it was stated, ¿when you go to bed and in two hours you¿re up because you¿re hurting so bad you can¿t lay down. Now you sit up, you write, you walk, you lay back down, you set up, you write, you walk, probably cuss. Sometime I hit a bump and it hurts me and I might hurt real bad three or four days. I might have to take a pain pill or two when the pain just breaks through and I can't stand it, but for the most part, I don't have to do anything of that¿. When the patient had told the hcp¿s assistant how great the pump was when it worked the hcp told him that ¿I might never be able to get that and all that¿. The ¿other day¿ when the patient saw their hcp, it was reported the hcp had indicated they would see about doing some ¿injections¿. When the patient had told the hcp¿s assistant that the hcp had told him to take twice as much pain medication, the assistant reportedly said ¿I¿ll change it to this other medicine¿. It was noted the patient had never liked ¿the boluses¿ and that the hcp had wanted to give boluses. It was noted since the pump was implanted the patient had tried ¿every one of those things and that¿s the reason that I know that they don¿t work for me¿. It was stated, ¿I don¿t believe that you¿re going to ever get me 100 percent pain free. But to be at a level that you can tolerate and it¿s not the primary focus on your mind. When the patient is the primary focus you can¿t think about other things¿. The patient reportedly preferred and had better results when the pump was set to a continuous delivery rate. It was then noted the patient had reportedly been told by the surgeon that did the surgery that ¿the scar tissue¿ would continue to grow and ¿all that¿. It was also reported at some point the hcp wanted to ¿go to¿ sufentanil because they could get the pump refills further apart. When the hcp changed the medication ¿it¿s been helter-skelter, just up and down, just it hasn¿t been good¿. The patient believed on the day of this report that the medication needed to be ¿changed out¿ and was looking for an hcp that would be closer to him as it ¿hurt him¿ to drive so far to the current hcp¿s office and caused pain. It was reported that the patient had morphine, fentanyl and sufentanil in the pump however the timeline of when each medication was in and then removed was not provided. It was later reported ¿the pump was not working correctly. The battery it stops working sometimes if he moves around it¿ll make it work. It¿s losing connection and he is not doing good. He¿s still having pain because the pump stops working. It¿s not putting the medication in like it¿s supposed to¿. The patient was on his way to see his health care provider (hcp) on (B)(6) 2013. It was reported the patient had to drive 70 miles to see his current hcp and was looking for a closer one because ¿he¿s down¿. It was noted when the patient had fentanyl in the pump ¿he didn¿t really have a problem¿. The device was currently used to deliver sufentanil. Additional information has been requested, but was not available as of the date of this report.